Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) is not performing as expected, one of the cylinders is not working. The patient wants his ipp to be removed and replaced with a new prosthesis. Therefore, the patient was scheduled for a revision surgery.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information boston scientific concludes that the reported cylinder leak was not confirmed as the product performed within specifications. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Both cylinders passed leak and pressure tests. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event. The spherical reservoir was visually inspected, leak tested and examined using a microscope. There was a leak in the reservoir kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) is not performing as expected, one of the cylinders is not working. A replacement surgery was performed and a fluid leak at the base of the cylinder was observed. All components were removed and replaced without patient complications.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) is not performing as expected, one of the cylinders is not working. A replacement surgery was performed and a fluid leak at the base of the cylinder was observed. All components were removed and replaced without patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) is not performing as expected, one of the cylinders is not working. The patient wants his ipp to be removed and replaced with a new prosthesis. Therefore, the patient was scheduled for a revision surgery on (B)(6) 2021.